Event description:
It was reported the patient's lead had migrated. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Surgery happened on (B)(6) 2022 where in the lead was explanted and replaced